Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A visual field fogging test was conducted, but the cause could not be identified because the pointed event could not be reproduced and no abnormalities that would lead to fogging were confirmed in the appearance of the objective lens surface. Although it is speculative, it is possible that the endoscopic image may have temporarily clouded due to condensation on the objective lens surface due to the temperature of the device and the body, or due to body fluids and residues adhering to the lens surface while the objective lens surface was dry. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Instruction manual operation manual, 4.2, insertion of the endoscope: applying too much anti-fog can also cause image fogging, so if you are using it, please make sure that an appropriate amount is applied. As a result of checking the contents of the previous repair, it was confirmed that the objective lens was not replaced. If the symptoms do not improve even after implementing the above measures, it is suspected that the objective lens has deteriorated over time, so please consider replacing and repairing parts. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had become cloudy. The issue occurred during an unspecified procedure. The intended procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.